Event description:
It was reported that a monitored episode of ventricular tachycardia was showing far field r-wave sensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that an additional occurrence of far field r-wave (ffrw) oversensing was classified as atrial tachycardia/atrial fibrillation (at/af) by the cardiac resynchronization therapy defibrillator (crt-d) and that the patient may have been inappropriately shocked for atrial fibrillation (af) with rapid ventricular response. The right atrial (ra) lead and crt-d remain in use.